Event description:
The complainant reported that the clinicians were attempting to get a blood draw from a pasv port that had been therapeutically placed in a female patient (age unknown) eight months earlier. All attempts to get a blood draw were unsuccessful. The clinicians then successfully removed the port and found that the port has completely separated, but that no migration had occurred. The complainant reported that there were no adverse affects to the patient as a result of the reported malfunction.

Manufacturer narrative:
H4- user facility was unable to supply the correct lot number of the device used, consequently, the expiration date of the device is unknown. The user facility was unable to supply the correct lot number of this device used, consequently the manufacture date of thi device is unk.this device has been received by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.